Event description:
The patient experienced kidney failure after implantation of the pump, caused by the pump pushing on the bladder. The pump was explanted shortly after implant. Patient and device information was not provided.